Manufacturer narrative:
Follow-up # 1 date of submission 01/29/2014-device evaluation: the pump has been returned and evaluated by product analysis on 01/16/2014 with the following findings: no damage was found to the keypad cover. During testing, the up arrow keypad button was unresponsive; all other buttons responded appropriately. No auto scrolling occurred. The keypad cover was removed and evidence of contamination was found under all key contacts. Unrelated to the complaint, evaluation revealed a dim and discolored display screen. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up arrow and down arrow keypad buttons were causing scrolling through menus when pressed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.